Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain at the incision site with device use. Subsequently the patient was treated with oral antibiotics on two occasions (dates not reported). The implanted device remains and the patient is being clinically managed.